Manufacturer narrative:
.

Event description:
The hcp reported that ,the pt was experiencing increased pain. At scheduled refill, hcp noted a volume discrepancy. The expected reservoir volume was 2.9 ml, the actual reservoir volume was 10 ml. A study was performed. No low battery alarm was seen. The pt's pump was replaced.